Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
Patient participated in a multi-center, 4-arm study at vertebral levels 1,2,3 or 4 to evaluate the clinical and radiographic outcomes in patients diagnosed with cervical degenerative disk disease (dd) between c2-c7, patient was implanted with a vectra-t cervical plate and a corico cancellous anterior cervical fusion (cc acf) spacer at levels c5, c6 and c7 with pedicle screws at c5, c6, and c7. Postoperatively, patient experienced hematoma/seroma, requiring surgery to remove hematoma with no further complications. This complaint is on the right 16mm fixed angle screw at c5. This is report 5 of 7 for this event. This report is for file (B)(4).